Manufacturer narrative:
T was reported that the ventilator failed internal leakage test during pre-use check. Inspection was performed and the issue could not be reproduced by field service engineer, no parts have been replaced. After full calibration, the device passed all performance tests and could be returned to clinical use. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).